Event description:
Electrophysiology (ep) lab has experienced a problem with device failure with our reprocessed catheters from stryker. In this instance the hub of the catheter broke apart when attempting to pull the catheter out from the protective sheath. Lead nurse in the ep lab believes that the issue is not with abbott, but they believe it relates to reprocessing of the catheter.